Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a sapien 3 ultra resilia valve, the 16f esheath plus was placed in the right femoral without issue, the valve was crimped on the delivery system and inserted into the sheath. There was significant resistance advancing the valve once it was past the hemostatic valves on the esheath. It was decided to stop and remove the valve and sheath as a unit and replace with new 16f esheath. A new 29mm s3ur valve was crimped on delivery system and advanced without issue. The valve was deployed in good position with no pvl. The 16f sheath was removed and multiple perclose sutures were deployed without achieving hemostasis. A 20f cook sheath was placed and vascular consulted. A cutdown to the right femoral was done and access was surgically closed. The patient remained stable throughout. Per additional information from the fcs, the first valve when removed from the body had a bent tine on the inflow/skirt side of the valve, "this presumably happened when they were pulling the valve back through the sheath after it was stuck". The event was believed to be caused by a kink in the sheath or possibly the first operator removed the loader before the resilia valve was pushed past the hemostatic valves in the sheath. Per additional information provided by the fcs, the valve did not exit the sheath. The first sheath liner was torn and a strut of the valve was hanging out of the tear in the sheath and was bent backwards. The perclose did not achieve hemostasis but that was attributed to the arteriotomy site being torn from the difficulty during removal of the first valve/sheath.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2025-07366. Due to system issue related report number cannot be placed in h10 field. Updated b4, g3, g6, and h2. Added codes to h6 component code, health effect impact code, and device code. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received of the patient's anatomy. Calcification was observed in the patient's right access vessel. The degree of the calcification was reported to be mild to moderate. Tortuosity was present in the patient's right access vessel, reported as mild. The inability to advance the valve and delivery system through the sheath, liner puncture, and difficulty removing the sheath from the patient were unable to be confirmed as no device and/or relevant imagery were provided. As the device was not returned, engineers were unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during a tavr procedure with a sapien 3 ultra resilia valve, the 16f esheath plus was placed in the right femoral without issue, the valve was crimped on the delivery system and inserted into the sheath. There was significant resistance advancing the valve once it was past the hemostatic valves on the esheath. It was decided to stop and remove the valve and sheath as a unit and replace with new 16f esheath. The event was believed to be caused by a kink in the sheath or possibly the first operator removed the loader before the resilia valve was pushed past the hemostatic valves in the sheath.'' In this case, a kink in the sheath was reported to be possibly present. A kink in the sheath would prevent the delivery system (ds) from advancing through the sheath as the kink would present a physical obstacle (e.g. Collapsed lumen) when attempting to pass the ds through. Per the training manual, ''retract the loader once the device is passed through the sheath.'' The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. The premature loader removal can lead the valve to get caught within the sheath during delivery system insertion, leading to resistance. At this time, it cannot be conclusively determined whether the sheath was kinked or if the loader was removed prematurely; therefore, the contribution of these factors to the complaint event remains undetermined. Per imagery review, calcification was present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that patient factors (calcification) may have contributed to the resistance event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote liner damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) or indirectly via suboptimal advancement angles (e.g. Sheath navigation through restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to liner puncture due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation, valve caught on liner) may have contributed to the liner puncture. Per additional information, it was also reported that there was ''some difficulty'' withdrawing the sheath. The presence of the liner puncture suggests that the valve got caught on the liner. This may cause non-coaxial alignment between the devices during withdrawal, leading to the reported withdrawal difficulty. As such, available information suggests that procedural factors (valve caught on liner) may have contributed to the difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.